Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message, which led to beeping tones. A request was made to have data from this device analyzed and data analysis confirmed that this bd error was the result of the extended magnet applications. This is expected behavior. Currently, this s-ICD remains in service and no adverse patient effects were reported.